Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 11.5mm icm115v4, -11.0 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens and the problem was resolved.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that the haptic was bent. Corrected data: (B)(4).